Manufacturer narrative:
Corrected information is provided in section d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections .9, h.3, h.6 and h.11. Two opened sutures, in pouches, in blisters, in a bag were received for the report of sutures broke easily. Samples were visually inspected and found to be nonconforming, sutures were broken. A dimensional inspection for suture diameter and a functional test for suture tensile strength was performed and the samples were found to be conforming for both tests. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be non-conforming visually with broken suture, however the sample was conforming for all functional and dimensional testing associated with the reported event. Therefore sutures broken easily as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the sutures were manufactured to specifications. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before the vitrectomy procedure, two of the ophthalmic sutures broke easily. Surgery was completed on the same day, with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).